Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed blood glucose of 200 mg/dl that decreased to 89 mg/dl after changing supplies and sensor earlier in the day and not making a meal announcement, and support advised that the ilet appeared to be functioning as expected with instruction to monitor to avoid values below range. Symptoms included hyperglycemia followed by return to euglycemia without reported clinical sequelae. Outcomes included no reported injury, no medical intervention beyond monitoring, and no hospitalization. Investigation included troubleshooting with user education and review of device operation. Investigation of this case revealed no device malfunction and no component failure, with the event consistent with use-related factors such as a missed meal announcement following recent supply and sensor changes. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with cause unclear for the transient hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.